Manufacturer narrative:
D10 - concomitant product full description - primary plum set, clave secondary port, clave y-site, secure lock, 103 inches with list number 146870489 and lot number 14445442.

Event description:
The event involved a plum 360¿ infuser where the customer reported that they had a 100 ml of propofol infuse within 2 hours when the pump and data showed it was infusing at 3 ml/hr. There was patient involvement but there was no reported harm as a consequence of this event.

Manufacturer narrative:
The device was received for evaluation on 1/16/26. The device passed all pvt functional testing including accuracy test. Visual inspection found no damage. Ran customer protocol volume to be infused tbi 145ml rate 3 mlhr. Device passed accurately at 95%. Device passed self test with no alarms or errors. Probable cause was not found. Event logs were reviewed: on (B)(6), the clinician programmed several infusions of propofol that were then titrated to a different rate, vtbi and/or duration (without the cda logs, it could not be determined what specifically changed). During those infusions, the pump raised several alarms i.e., n161, n250, n180 and n101 all of which are normal pump behavior. The infusion programmed around 23:20 ran until (B)(6). On (B)(6), the infusion (from the previous day on (B)(6) around 23:20) was interrupted by an n232 alarm twice and then the clinician programmed a new infusion of propofol around 05:06 where the infusion was titrated several times until the infusion completed normally around 12:16. A final infusion of propofol was programmed on line a around 12:17 where it was put on standby mode and then restarted around 13:25. That infusion was titrated once before the pump was powered off. Conclusion: the pump is working as per design, delivering within the design tolerance and alarming the clinician of all appropriate alarms. Correction/additional information a section, b5.

Event description:
Additional information was received. Medwatch mw5178864 was received stating that the customer reported that one time they had a 100 ml of propofol infuse within 2 hours when the pump and data showed it was infusing at 3 ml/hr. The patient's clinical status prior to, during, and following the event is intubated and sedated. The event occurred at 1327 the drug was initiated and empty bottle noted at 1545. Patient was intubated and there was no harm.